Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported the customer received a button error alarm. The customer stated the alarm did not occur after moisture exposure. Customer's blood glucose was 127 mg/dl. No additional information provided.